Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00089 with the FDA on 05-mar-2024. Additional information 04-apr-2024: siemens investigation has concluded. The initial issue was discordant syva® emit® 2000 gentamicin plus assay results obtained on three patient samples on a viva-proe system (sn: (B)(6). The customer service engineer (cse) inspected the system and performed hub adjustment. After adjustment the system met the instrument qualification specifications, which returned the system to normal operation. These service actions are considered normal troubleshooting for issues of this nature. Probable cause can not be determined. Performance was improved by optical hardware adjustments, however sample handling may have contributed to the discrepant results. The viva-proe system syva® emit® 2000 gentamicin plus assay lot r2 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and conclusion codes were updated.

Event description:
A falsely elevated syva® emit® 2000 gentamicin plus assay result was obtained on a patient sample on a viva-proe system (sn: (B)(6)). The erroneous result was reported to the physician(s), and the result was questioned. The patient was taking gentamicin, but the result was flagged by the clinical team and believed to be pharmacokinetically implausible in the light of treatment given and subsequent result. The sample was insufficient in volume to perform repeat testing. True value was not provided. There are no known reports of patient intervention or adverse health consequences due to the discordant syva® emit® 2000 gentamicin plus assay result.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely elevated syva® emit® 2000 gentamicin plus assay result that was obtained on a patient sample on a viva-proe system. Quality controls (qcs) and calibration recovered within ranges on the day of the event. The syva® emit® 2000 gentamicin plus assay instructions for use (IFU) states: "results of this test should always be interpreted in conjunction with the patient¿s medical history, clinical presentation and other findings." Siemens is investigating.